Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for malignant pain and breast cancer. It was reported via pump logs that a motor stall occurred on (B)(6) 2017 at 09:51 and a motor stall recovery was noted on (B)(6) 2017 at 10:20. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2017. No action was taken. The device was interrogated on (B)(6) 2017 and showed a pump motor stall (09:51) with a recovery (10:20) on (B)(6) 2017 without a report of an magnetic resonance imaging (MRI). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The patient was receiving dilaudid 2.9mg/ml for a total dose of 1.2996mg/day and bupivacaine 30mg/ml for a total dose of 19.493mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the motor stall with recovery was not determined. No further complications were reported/anticipated.